Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number : 14905609, model/catalog description: artisan surgical lead - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients scs system was not providing adequate pain coverage. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively.